Event description:
The lay user/pt contacted lifescan in 2008, and alleged that his one touch ultra meter was displaying the error 5 message. The medical affairs specialist (mas) called and spoke with the pt on october 2, 2008 and obtained additional info. The pt reported that the alleged issue of error 5 first occurred in the morning of eight days earlier, when he attempted to test his blood glucose at his normal time (he tests 3 times/day). The night prior to that, he had obtained a "normal" reading of 181 mg/dl on the subject meter and was not experiencing any symptoms. The pt takes a set amount of humalog insulin (dosage not provided). He further reported that on three days prior to original date, he tested on his friend's meter and obtained a result of 376 mg/dl. He was symptomatic at that time and stated that he did not believe that result since he was still taking his insulin per his regimen during the time, he was not able to test on the meter. He then went to the ER to get his blood glucose checked and the ER meter result was 400 mg/dl. He was admitted to the hospital and was treated with insulin. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the patient's testing technique was incorrect (use error). The alleged issue was resolved with troubleshooting. This complaint is being reported because the pt was not able to test his blood glucose on the subject meter due to the issue for 5 days. He reportedly developed hyperglycemia and was treated with insulin. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.